Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to perform any testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to missing segment or partial display. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer stated the whole line on the pump screen is blank. The customer stated that the pump was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.